Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). Addtional information is provided in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d4 model number is corrected to null.

Event description:
Customer received a report of an unresolved no disposable alarm about 9-10 hours after the pump had first started. It was a cassette with 5 fu/fluorouracil total volume 96 ml, running at 1 ml/hr, so maybe around 87 ml left at that time. No adverse patient effects were reported.